Event description:
The catheter was dislodged; it was in the epidural space. The catheter was replaced. There was no patient injury. The patient recovered without sequela. The pump was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Catheter.